Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted; the balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The obturator was not received. Pmv performed functional testing; the balloon was inflated using a test syringe, no leaks detected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, when placing the trocar and filling the balloon with air out of the 20ml syringe, the first balloon broke. The balloon of the second device which was taken to replace the first one also broke. A third device was used to complete the case. There was no patient injury.